Manufacturer narrative:
Device passed the displacement test. The test p-cap locks properly in the reservoir compartment noted. No damage on the retainer noted. Device received with serial number label fading, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that retention ring was damaged and had crack on the bottom of the insulin pump. Customer's blood glucose level was 8.0 mmol/l at the time of incident. Customer reported that insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.